Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation .

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised due to instability. Patient was revised to a 22 +10 mm c-taper lfit head with a 44mm trident all poly constrained acetabular insert.